Event description:
Sticking with suction portion of device twice yesterday with new product. One nurse stated she was using the device and had to pull the gray portion out with force in order to stop suction. No report of pt injury.